Event description:
A surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. Following the procedure, the patient experienced joint laxity and underwent an additional surgery on (B)(6) 2015. During this surgery, the patient received a 12 mm spacer to replace the original 9 mm one previously implanted.

Manufacturer narrative:
Review of the reported lot determined that the device was manufactured around 31-may-2012. There have been no other events for the lot referenced. The event could not be confirmed nor the root cause identified. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
A surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. Following the procedure, the patient experienced joint laxity and underwent an additional surgery on (B)(6) 2015. During this surgery, the patient received a 12 mm spacer to replace the original 9 mm one previously implanted.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A supplemental report will be filed when additional information is obtained.